Manufacturer narrative:
The baxter technician found the vest 105 needed to be replaced. The vest airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this product. It is unknown if the customer performs preventative maintenance on their products. A replacement vest 105 was sent to the customer. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Although there was no reported injury with this event, if the report of a visible sparks were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
On 19-dec-2025, a customer contacted technical service to report that controller, vest 105, bt (product code p105bywar, serial number (B)(6)), when they plugged the device into the wall outlet, there was a visible spark, cut the breaker in the house. There are no visible breaks in the power cord on either end upon inspection. This occurred at home before use. There was no patient injury or death reported with this event.